Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the events. On an unreported date, the patient was treated with cefazolin and gentamicin (doses, frequencies, and lot numbers not reported) for peritonitis. Eight days later, the patient was discharged from the hospital. The patient recovered from the event of peritonitis. Two months later, the patient started on hemodialysis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.